Event description:
In the emergency department on (B)(6) 2025, there was a patient that required seizure pads to be placed on the rails of the stryker prime electric 1115 stretcher. After the patient was discharged, ed staff began cleaning the room. When the seizure pads were removed, it was discovered that the patient control panel on the rails were very hot and may pose a risk to the staff or any patient that follows. After an investigation from the clinical engineer on site, it was identified that the seizure pads acted as an insulator to the backlight on the patient control panel. Over time this buildup of heat can create a hazardous situation. It was found that the best practice for these stretchers would be to lock out the patient controls from the foot of the stretcher. This turns off the backlight of the patient controls and, as a result, it was found that there was no heat buildup from a test during the investigation. This issue is not isolated to the specific stretcher in question. This is a model-wide concern and was confirmed from a repeated test with another stryker prime electric 1115 on site. Our hospital staff has been notified of this workflow to turn off patient controls when using the seizure pads. The purpose of this voluntary report is so that other hospitals with the same model can implement this practice to reduce risk to patients and hospital staff.